Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and advanced in to the patient. However, once in the atrium, one gripper would not lower. The clip was removed and replaced with another. One clip was implanted reducing mr to <1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and advanced in to the patient. However, once in the atrium, one gripper would not lower. The clip was removed and replaced with another. One clip was implanted reducing mr to <1.